Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning 12-mar-2015, v. Sensing integrity counts up to 263; no episodes or events saved to confirm oversensing during episodes. (B)(4) .

Event description:
It was reported that the patient's right ventricular (rv) lead had increased oversensing and sensing integrity counter (sic). Additionally the implantable cardioverter defibrillator (ICD) had a detection problem and was sensing high sensing integrity counter (sic). The lead and device were reprogrammed and remain in use. No patient complications have been reported as a result of this event.